Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the consumer on (B)(6) 2019. It was reported that the implantable neurostimulator (ins) was overdischarged and has not been working or charging at all for over a year. The patient had pain at the ins site for about 2 years that was getting worse so that they could hardly lay on the side that the stimulator was. An x-ray was done and it was stated that it was fine and had not moved. No further complications were reported. On (B)(6) 2019 crts (B)(4) (con): additional information was received from the consumer on (B)(6) 2019. It was reported that the implantable neurostimulator (ins) was overdischarged and has not been working or charging at all for over a year. The patient had pain at the ins site for about 2 years that was getting worse so that they could hardly lay on the side that the stimulator was. An x-ray was done and it was stated that it was fine and had not moved. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with a neurostimulator for non-malignant pain. It was reported that there was poor communication and no telemetry with recharging. The patient had been trying to charge her implantable neurostimulator for about a month and it won¿t charge. The patient plugged the implantable neurostimulator recharger into the desktop charger and it displayed that it is fully charged. The last time that the patient had successfully recharged was about 3 months prior to the report because she had moved, and the implantable neurostimulator recharger was packed up and in storage. The patient had also noted that the implantable neurostimulator had not been charging to full, but wasn¿t sure when this had started occurring. There were no patient symptoms or complications reported.